Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar/other complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. The lens was inserted and removed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a pcb00 25.0 diopter intraocular lens (iol) was inserted and removed from the patient's right eye (od) on (B)(6) 2018. Reportedly, after implanting the lens into the patient's right eye, the capsular bag tore, which led to a vitrectomy and incision enlargement to be performed. There was no sutures used. The replacement lens was a za9003 24.5 diopter lens. There was no patient injury. No additional information was provided.